Event description:
It was reported to philips that the heartstart xl + defibrillator operating test was successful, but the defibrillation module was disabled and there was a red cross. There was no patient involvement.

Manufacturer narrative:
(B)(4).